Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unapproved cartridge and viscoelastic. The cartridge history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The diopter of the lens and the exchanged lens are beyond the acceptable range for the indicated associated cartridge. The diopter of the lens and replacement lens makes it approved for use only in a specific cartridge. The product investigation could not identify a root cause. Information in the file indicated that the patient had an iol exchanged due to significant residual astigmatism. The 29.0 diopter lens was exchanged for a 32.0 diopter lens. The large difference in power and toricity of the replacement lens would suggest that the root cause may be related to a lens model selection/calculation error and not related to a product malfunction. No further information has been provided. An unapproved lens/cartridge combination was also used by the customer due to the selected diopter was beyond the range acceptable for the associated cartridge. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A purchaser reported an intraocular lens (iol) that was exchanged for a different model and 3 diopter difference in power. The reason is unknown. Additional information was provided by a nurse that the lens was exchanged due to significant residual astigmatism. The information provided also indicated that two weeks following the initial procedure the patient experienced blurry vision and the surgeon noted that the lens was decentered and rotated.